Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The device was returned to the manufacturer. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the peg allegedly tube fell out of placement as a result of failing to maintain inflation. It was further reported that there was no harm to the patient.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: IFU baw0732741 rev 2 states: ¿never use air to fill balloon as this can result in incorrect balloon inflation size and device retention and could potentially lead to inadvertent device removal by the patient. Do not exceed the maximum recommended inflation volume as this may cause excessive pressure on the gastric mucosa and migration of the internal balloon into the peritoneal cavity which can result in serious consequences including peritonitis, sepsis and potentially death. Excess tension should be avoided as this may cause tissue necrosis.¿ ¿inspect package and contents for damage. If damaged, do not use.¿ ¿tube care check balloon volume every 7 to 10 days for correct inflation volume using the following steps: discontinue feeding. Use a luer-tip syringe to completely evacuate water from balloon. Discard evacuated water. Reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port. For optimal performance, the bard* tri-funnel tube should be replaced every 30 days or as required to ensure balloon patency and an unoccluded tube lumen.¿ investigation summary: the device received was one 18 fr tri-funnel repl gastrostomy feeding tube. Functional, visual, and tactual evaluations were performed. No leaks were found in the catheter/balloon and no deflation was noted over time. The investigation is unconfirmed for the reported deflation issue, as the event was not reproduced in the lab setting, but the complaint of catheter dislodgment is inconclusive because certain clinical conditions not reproducible in the lab may reasonably have contributed to this event. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. For example, insufficient inflation/frequency of balloon water replacement and use of air to inflate the balloon instead of water may cause dislodgement of the balloon.

Event description:
It was reported that the peg allegedly tube fell out of placement as a result of failing to maintain inflation. It was further reported that there was no harm to the patient.